Event description:
Pyxis anesthesia system failed to vend ephedrine during a surgical case in or room 5. Ephedrine was needed for blood pressure support. Error message on the screen read "cancel meds the meds will not be dispensed press ok to proceed." This is a reoccurring problem with this drawer and this device.